Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 335 mg/dl and insulin injections were administered to address the bg level. The customer thought the pump was the cause of the occlusion. The customer declined to troubleshoot using the current supplies on the pump. A new cartridge was loaded and insulin was observed exiting the infusion set tubing. The customer was discussing infusion set options with a healthcare provider and educator.